Event description:
Material no: 50-7510; batch no: 0001402079.  It was reported that customer received kits with unsealed packages inside and when the packet with the gloves and the valve cap was opened the cap was hidden inside the gloves and fell to the floor as the gloves were removed from the packet.  Verbatim: phone call - complaint called in regarding the valve cap and unsealed packets - received a shipment from va - opened the field packet that was sealed but the kits inside were unsealed and when the packet with the gloves and the valve cap was opened the cap was hidden inside the gloves and fell to the floor as the gloves were removed from the packet.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were provided for investigation. A review of the internal manufacturing device records and raw material history files for the lot 0001402079 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).

Event description:
Material no: 50-7510 batch no: 0001402079.  It was reported that customer received kits with unsealed packages inside and when the packet with the gloves and the valve cap was opened the cap was hidden inside the gloves and fell to the floor as the gloves were removed from the packet.  Verbatim: phone call: complaint called in regarding the valve cap and unsealed packets - received a shipment from va - opened the field packet that was sealed but the kits inside were unsealed and when the packet with the gloves and the valve cap was opened the cap was hidden inside the gloves and fell to the floor as the gloves were removed from the packet.